Event description:
Sam 360p that has an audible message stating that the memory is full and requires a service. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 360 device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the 13th june 2019. Upon receipt of the device, significant damage was observed across the case assemblies and pcba, which would indicate the device had sustained an impact. Damage was observed on multiple critical circuitries, including the high voltage capacitors and the rtc circuitry, which had resulted in the capacitor and rtc errors detailed in the history log. The user would have been alerted with ¿warning, device service required¿ prompts as per the reported fault. Information from the history log showed the device performed to specification from installation up to the 5th may 2019, before failing all subsequent self-tests. This would indicate the impact which caused the damage had occurred after this date. The multiple manual power cycles recorded within the device history log had also filled the device memory, resulting in the reported memory full prompts. Due to the extent of the damage caused to multiple critical components and circuitries of the device, no further investigation shall be carried out. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Sam 360p that has an audible message stating that the memory is full and requires a service. There was no patient involved in this event.